Manufacturer narrative:
(B)(4). Additional h3 investigation summary: an empty opened foil and a dispensed suture of product code vcp303, lot # mjk486 were received for evaluation. During the visual inspection of the suture, the end is severely cut (damaged), resulting in a clip off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample conditions, the assignable cause of the pull off - suture needle is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mjk486 number, and no non-conformances were identified. Attempts are being made to retrieve the device to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent excision of breast mass on (B)(6) 2019 and suture was used. During the procedure, the needle pulled off the suture. A like device was used to complete surgery. There were no adverse patient consequences reported.